Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 81-90 mg/dl. Prior to the report with tandem technical support the customer cleared the alarm and resumed insulin delivery, therefore, no troubleshooting could be performed to identify a root cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.